Event description:
A report was received that the patient was experiencing pain at incision midline. The patient underwent a revision procedure wherein the anchor was relocated. The patient was doing well postoperatively.